Event description:
The customer reported that she received a prime rewind alarm on her insulin pump, the pump was not rewinding, and insulin squirted out during the priming process. Her blood glucose was 278 mg/dl. During troubleshooting, the customer stated the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump prime properly and no alarm for a loose drive support disk was noted. The insulin pump was received with minor scratches on the display window, a cracked case on the display window corner, cracked battery tube threads and a cracked reservoir tube lip.